Event description:
The manufacturer received information alleging the oxygen tubing on a millennium oxygen concentrator caught fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. There was no evidence of thermal damage to the device. Product labeling states, " do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death. Oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide."